Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. A review of the device history record was not possible since the serial number was unavailable. Based on the info received, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) caution that a pseudoaneurysm is a possible risk associated with the use of the angio-seal device or vascular access procedures. If suspected, these conditions may be evaluated with duplex ultrasound. When indicated, ultrasound-guided compression of a pseudoaneurysm may be used after the angio-seal device has been placed.

Event description:
The info provided to sjm indicated the angio-seal vascular closure device was selected for use following an arteriogram. Approx 12 hours post deployment, a bulge was observed in the pt's left groin. Pressure was applied. A duplex scan showed a burst false aneurysm, which continued to expand. The pt was taken to the operating room for vascular repair.